Event description:
During right lower lobectomy, after firing, the specimen side was not stapled. Also, staples were not closed completely in three rows, even though the pulmonary vein was dissected. Suturing with hand was used to completed the case. Case was prolonged 120 minutes.